Event description:
Screw driver tip broke during surgery. It was reported the surgeon did drill prior to implanting the screw but the bone was hard. The screw and driver tip were removed and a new screw was installed without further problems. The explanted screw and tip were thrown away at the surgical center.